Event description:
This device was implanted on (B)(6) 2011 and remains implanted at this time. A product experience report received on 03/08/2018 stated that this device exhibited noise with oversensing which led to pacing inhibition. The physician was dr. (B)(6) at (B)(6) health. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).